Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported customer a physical damage issue with the adc device. Subsequently, customer reported experiencing symptoms of hypoglycemia, discomfort, convulsions, a loss of consciousness and was unable to self-treat. It was further that customer was transported by emergency services (firemen and ambulance) to a hospital where a healthcare professional administered intravenous glucose serum for treatment. In addition, a unspecified glucose reading was obtained with a hcp meter. There was no report of death or permanent impairment associated with this event.

Event description:
A caller reported customer a physical damage issue with the adc device. Subsequently, customer reported experiencing symptoms of hypoglycemia, discomfort, convulsions, a loss of consciousness and was unable to self-treat. It was further that customer was transported by emergency services (firemen and ambulance) to a hospital where a healthcare professional administered intravenous glucose serum for treatment. In addition, a unspecified glucose reading was obtained with a hcp meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and was observed to be damaged due to use related issue. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.